Manufacturer narrative:
The lead was returned without a complaint. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found. Further information was requested but not provided.

Event description:
It was reported that the patient presented for lead revision on (B)(6) 2021 for an unknown reason. The physician explanted and replaced the lead. The patient condition was unknown.

Manufacturer narrative:
Correction: upon review of the new information received, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction of the lead and it did not cause a serious event.

Event description:
New information received notes that the physician does not allege lead malfunction. The patient condition was stable.